Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, a diagnostics issue was noted on the device. Technical support was contacted and confirmed oversensing on the discrimination channel. Reprogramming suggestions were provided however no intervention was performed at this time. The patient was stable and will continue to be monitored.